Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs system. The event is related to the patient's second scs system. It was reported the patient has not charged the scs ipg since (B)(6) 2014; as a result, the device is inoperable. Additionally, the patient's programmer and charger are unable to communicate with the ipg. In turn, the patient will undergo surgical intervention to address the issue at a later date.